Event description:
Additional information was received. The patient returned for follow up and the endoleak self-resolved. The patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as there angulation from right to left in the proximal neck and some calcium present in the neck. The physician initially planned to use another manufacturer¿s stent graft to repair the aaa; however, the physician was unable to advance the delivery system to the intended landing zone. The physician was able to advance an endurant stent graft to the intended location. It was reported that final angiogram revealed a proximal type I endoleak. The physician modelled the stent graft with a reliant balloon twice however the proximal type 1 endoleak improved, but did not resolve. The physician elected to deploy endostaples through the stent graft in proximal aortic neck. The stent graft was again modelled with a reliant balloon and final angiogram looked good. It was determined that there may still be a minor proximal type I endoleak. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.